Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated customer was experienced with low blood glucose level. The customer¿s blood glucose level was 44 mg/dl at the time of the incident. Customer did not provided any information about the symptoms due to low blood glucose. Sensor had calibration error. No further patient complications were reported. Cust states was not using auto mode at the time of incident. Troubleshooting was declined by the customer. The insulin pump will not be returned for analysis.